Event description:
It was reported to boston scientific corporation that a bipolar gold probe cable adapter was used to treat a bleed. According to the complainant, during preparation the injection gold probe would not work. The procedure was completed by replacing the bipolar gold probe cable adapter with a second bipolar gold probe cable adapter. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).